Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redn1224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the complainant got an email about a provena PICC that was leaking clear fluid when it was flushed. The PICC was placed (B)(6) 2019. From the information received so far, one report said the line was "cracked", but a different email from a nurse who actually was there said that the PICC did not leak when it was flushed after being removed from the patient. (B)(6) 2019 - per follow up with the reporting facility, the rn who was actually there stated the catheter was leaking from the insertion and correlated with flushing the line, and that after the PICC was removed from the patient it didn¿t leak at all. The PICC wasn¿t saved, so it isn¿t available to examine. The patient has a history of ivdu (intravenous drug user), so the complainant reports being suspicious that the line might have been tampered with. They also reported that the catheter was 9 cm out at the insertion site. The patient is a paraplegic and uses his upper body for transferring, so the complainant wonders if the line could¿ve gotten caught during a transfer and possibly damaged.